Event description:
It was reported that while in use on a patient, this 980 ventilator generated a low battery alarm. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
It was reported that this pb980 ventilator generated a low battery alarm. The service personnel (sp) inspected the ventilator, confirmed the reported issue, found that unit failed to recognize alternate current (ac) power and replaced the breath delivery unit (bdu) power supply. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One bdu power supply was returned to medtronic for analysis. Visual inspection of the returned bdu power supply showed no anomalies. The returned bdu power supply was attached to test ventilator. When the test ventilator was attached to ac power, the unit failed to power up and after approximately 30 seconds smoke was emitted. Further analysis of the bdu power supply showed evidence of thermal damage to resistors r4, r5, and r6 on the power supply power factor correction (pfc) control board, residue on the inside of the back cover, and a partially melted trace line on the power supply pcb near the residue. The cause of the both the customer reported event and the smoke during product analysis was isolated to a faulty bdu power supply. The event is included in a trending and data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.